Event description:
Customer used a lifestyles ultra sensitive condom. Customer states that customer used condoms from the same box on two different events. Both times the condom tore resulting in their having to take the morning after pill. Customer also states that customer ended up in the emergency room from side effects from the morning after pill.